Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the navigation system. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect patient tracker was returned to the manufacturer for evaluation. Testing found that two coals within the tracker were faulty. Resulting in a communication issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A site representative reported that, while in a functional endoscopic sinus surgery (fess), the patient tracker could not be seen by the navigation system. The reported issue occurred part way through the procedure. Adjustment of the emitter did not resolve the reported issue. The surgeon opted to complete the procedure without the use of the navigation system. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.